Manufacturer narrative:
An investigation of the reported condition was performed. No sample was returned for evaluation. Therefore, the reported condition was not confirmed. Since no root cause could be identified by reviewing a sample no corrective or preventive action is planned at this time. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. A review of the device history record was performed for during this investigation and no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. No trend was noted to escalate to a corrective and preventive action (CAPA). Established trends are escalated at the monthly corrective action and preventative action review boards, which reviews trends and determines if a CAPA should be opened to provide a formal investigation for this event. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/29/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported 2 of the 10 (B)(6) in the middle of the bundled (B)(6) pack did not have the detection strands in them. Another pack was opened with same lot # that did have detection strands in all 10 each.